Manufacturer narrative:
Additional information: as received, a complete lead was returned with the helix fully extended. Visual inspection of the lead did not revealed any anomalies except for damages consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, low sensing, high defibrillation impedance, and high capture threshold on the right ventricular (rv) lead were noted. Furthermore, previous follow-ups on the rv lead indicated a variation of electrical parameters. Diagnostic imaging confirmed the lead was dislodged. The lead was explanted and replaced. The patient was stable with no adverse consequences.